Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely high serum patient results for glu cartridge hexokinase method when the sample has a hemolytic serum index greater than 3. Same samples have been compared to the glum oxidase method and are lower and believed to be the true results by the physicians. Actual results were not supplied. The results were reported out of the lab. It is unknown if patient treatment was affected.

Manufacturer narrative:
Samples were serum, heel stick with hemolysis. No issues with calibration or qc prior to or after the event were reported. Customer has switched back to glucm oxidase method on the same instrument and is running in duplicate followed by the glu method along with checking the hemolytic serum index. Bci personnel went to the customer's lab and discussed the issue. Bci chemistry development has confirmed a higher change in observed effect with samples containing a lower hemoglobin level.